Manufacturer narrative:
(B)(4). Batch #t5f12e. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60b cartridge reload loaded on the device. The cartridge reload was received damaged and partially fired 1/16. The manual override door was out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken with the switch actuator loose, which led to the device not been able to fire. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible than an attempt was made to remove the reload while the device was closed, causing the damage noted on the returned reload. No conclusion could be reached as to how the device become damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. In addition, drivers were received inside a plastic bag. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endoscopic lobectomy, after firing, the device jaw would not open. The surgeon followed the IFU (rbrb) to open the jaw and removed the device from the patient. Another device was used to complete the procedure. There was no patient consequence reported. No additional information could be provided.